Event description:
Complainant alleged that while attempting to treat a female patient the device took approximately four minutes to analyze the patient's heart rhythm. Complainant also indicated that the electrode pads failed to adhere to the patient's skin. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation, and this complaint is still under investigation.